Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having issues with the serter and the sensor. Customer's blood glucose was 44 mg/dl at the time of incident. Troubleshooting found that the needle hub may be stuck in the serter but the customer wasn't sure. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer declined low blood glucose troubleshooting. No further details given.